Event description:
Allegedly, patient was revised due to loosening stem, loosening - socket, lysis stem, lysis socket. Srnjr number: (B)(6). Side: r. Non mpo devices: product ID: 11407 sl-plus cementless stem sz 7/ lot no: ni/ qty: 1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.